Event description:
Additional information was received stating that the vns patient will not be re-implanted and that his device remained disabled.

Event description:
It was reported that the vns patient¿s device showed high impedance. The patient¿s device was not programmed off after the initial high impedance observation. X-rays were taken and were reported to be unremarkable. The patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results again showed high impedance (impedance value &#62;= 10,000 ohms). The patient¿s device was subsequently disabled. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s seizures were no longer being controlled as effectively as before when vns was functioning properly.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.